Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle was difficult to retract. There was no report of patient impact. The following information was provided by the initial reporter: detail: "hard to retract needle".

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle was difficult to retract. There was no report of patient impact. The following information was provided by the initial reporter: detail: "hard to retract needle."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.